Manufacturer narrative:
Device evaluation: a correlation between the device and the reported anoxic brain injury could not be conclusively determined based on the evaluation of the returned device. Furthermore, it was noted that the reported cardiac arrhythmia and neurological dysfunction were not related to the device. Evaluation of (B)(4) revealed fixed post-explant blood throughout the pump. These depositions would not have been present during pump operation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 24 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received multiple firings from the implantable cardioverter defibrillator (ICD) on (B)(6) 2015. Emergency medical services (ems) was called and upon their arrival, the patient was unconscious. The patient's ICD continued to deliver treatment and ems provided advanced cardiovascular life support until his arrival at an outside hospital. He was then life-flighted to the implanting hospital where he arrived in ventricular fibrillation arrest. The cardiac rhythm was reversed, however, by that time the patient had suffered an anoxic brain injury and was declared brain dead. CT scan findings were consistent with marked progression of global anoxia and diffuse ischemic changes. There was no hemorrhagic process. Support was withdrawn on (B)(6) 2015. The physician determined that the cardiac arrhythmia and neurological dysfunction were not related to the lvad. No additional information was provide.